Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced seroma, hematoma, infection, pain and nerve damage. Seroma and hematoma are listed as known possible adverse reactions in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient was implanted with one of the hernia mesh products, specifically, a bard medium perfix plug to treat an inguinal hernia in her right groin area. It is alleged post implant the patient has suffered from multiple side effects including multiple infections, postoperative seroma/hematoma, swelling, permanent disfigurement, nerve entanglement, migration of the mesh and chronic and debilitating pain. The patient has been advised by her doctors that due to the migration of the mesh and the subsequent proximity with respect to her femoral artery, any surgery to remove the mesh could be fatal.